Event description:
Reporter alleged obtaining a result of 80 mg/dl on compact plus system 1 compared back to back with a result of 45 mg/dl on the compact plus system 2 when testing was performed within 10 minutes. Reporter stated that he took 6 units of novolog about 10 minutes prior to testing and that he self-treated with glucose tabs and soda after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.